Event description:
It was reported that a multifiltrate pro hd had a missing rubber ring inside the green connector during a patient¿s continuous renal replacement therapy (crrt) treatment. The patient¿s blood was not returned, and as a result they experienced approximately 50 ml of blood loss. The sample was reported to not be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information provided in b5 and d10.

Event description:
Upon follow up, it was confirmed that the missing rubber ring inside the green connector during a patient¿s continuous renal replacement therapy (crrt) treatment was discovered 90 minutes into treatment. There was no system alarm. The kit was exchanged and the patient¿s treatment was restarted on a different multifiltrate pro machine. There was no reported patient injury or medical intervention.

Event description:
Upon follow up, it was confirmed that the missing rubber ring inside the green connector during a patient¿s continuous renal replacement therapy (crrt) treatment was discovered 90 minutes into treatment. There was no system alarm. The kit was exchanged and the patient¿s treatment was restarted on a different multifiltrate pro machine. There was no reported patient injury or medical intervention.

Manufacturer narrative:
Investigation: batch production record controls resulted with conformity. Non-conformity was not observed during manufacturing process. There is no other complaint reported for the subject batch. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. According to material information section, complaint sample is not available. Retained samples were checked for component defect, assembly failure, conformity with the product specification. As a result of visual inspection, it was observed that the gasket in the green dialyzer connector was missing. The complaint was associated to production/assembly process due to missing part. There is no suspected regulatory incompliance. Based on the investigation results, no unanticipated hazard or harm has been determined during production/assembly process. According to production record controls and complaint history review, the case is not a systematic failure.